Event description:
Plaintiff states that she experienced hives, wheezing, hand dermatitis, runny eyes, runny nose, dizzinesss and flu-like symptoms while wearing latex gloves. She was diagnosed as "allergic to latex" on 11/28/95.